Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump had a force sensor test failure message on power-up. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. Review of the event log found evidence of error messages. Upon function testing, the reported problem was duplicated. The plunger head was filled with fluid ingression. The root cause was attributed to user exposing the plunger head to excessive fluid. The entire plunger head assembly was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: b5: additional information received on 08august2022 via email and attached to complaint object: date of the event: june 20, 2022; no patient involvement, occurred during setup. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500. H4: correction: device manufacturing date: 15-apr-2013.